Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed mr had increased to a grade 4. It was also observed the nt clip that was implanted and completely detached from the leaflets and become embolized in the right femoral artery. The complete clip detachment also resulted in torn posterior leaflet. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was successfully implanted, reducing mr to a grade of 1. Also, the embolized clip in the right femoral artery was able to snared and removed from the anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported complete clip detachment (ccd) could not be determined. The reported dyspnea, mitral regurgitation (mr), tissue injury, foreign body in patient and embolism are cascading events of the reported ccd. The reported adverse events of dyspnea, mr, tissue injury and embolism are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization are results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date estimatedna.